Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 550 mg/dl. Customer reported that they requested assistance with programming the insulin pump. Assisted customer turning on bolus wizard and how to deliver using the wizard. The device will not be returned for analysis.